Event description:
The customer reported the sys was not making fluoroscopic x-rays. Loss of x-ray functionality; this is a reportable event. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the mainframe backplane. The sys operates as intended.